Event description:
User experienced low sodium results for 3 patient samples. The following patient example was provided. Initial result gave 125 mmol/l; repeated twice giving 132 and 133 mmol/l. Initial result was reported. Patient was not treated based on the low sodium result reported. The field service representative determined the cause to be internal blockage in ise sipper path, and replaced ise incubation bath assembly. Performance tests were performed and within specification.